Event description:
During a laparoscopy transrectal excision of rectal prolapse with ethicon stapler and reps in room. After 4th stapler reload on curved cutter stapler, lot# j4d40, the stapler handle broke upon stapling. Staples deployed in the normal fashion.